Event description:
It was reported that charging cord was loose when plugged into device. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: CGM model: G6. Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS_18.6.2.